Event description:
Information was received from consumer via a manufacturer representative regarding a patient having spinal therapy. It was reported that the patient experiencing chronic pain and requiring additional surgery due to ectopic bone growth following the implantation of medtronic infuse bone graft in the cervical spine during surgery performed on july 14, 2015. The patient was not notified of known risks, FDA warnings, or legal actions related to the off-label use of infuse in the cervical region, and only recently became aware of these issues after ongoing health complications. There were no further complications reported regarding the event. Additional information was received that the infuse was used on (B)(6) 2014 at c5/6. The additional surgery to remove ectopic bone growth was (B)(6) 2015. Both surgeries were done at cedars sinai by eli baron. The decision to use infuse in neck was made by surgeon.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.